Event description:
It was reported that the shocks given during episodes of ventricular tachycardia were ineffective. Programming changes were made and the shocks were able to stop induced ventricular fibrillation. The patient was in good condition.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.